Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt stopped feeling stimulation on the right side. A full impedance diagnostic read invalid parameters on multiple contacts. An x-ray revealed a kink in the lead body. The physician explanted the lead and replaced it with a different model lead. The explanted product has been retained by the facility. Pt reported good coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.